Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels in the 400 mg/dl range. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that a bolus was stopped; however, no alarms occurred that would have stopped bolus delivery. The customer maintained that the pump was not functioning properly and indicated that the bolus was not intentionally stopped. Reportedly, the customer completed multiple supply changes and continued to use the pump for insulin therapy.